Manufacturer narrative:
H.10: through follow up communication it was learnt that the cable of the erc was found to be damaged and that a loan unit was installed at the customer site. A damaged cable has been identified as the cause of the reported event and rough handling of the cable by the user cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient identifier: there was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave a timeout error code during priming. There was no patient involvement.